Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for routine generator change. During the procedure, it was noted that the sense/pace component of df-1 lead was fractured at the header. The atrial lead was removed and a new lead was implanted. The patient was in a stable condition.